Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by (B)(6) surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The stryker plate broke during impaction.

Manufacturer narrative:
Reported event: stryker plate busted (pn 206270). Device evaluation and results: visual inspection: visual inspection confirms the shell impaction platform, p/n 206270, lot 45021215 was broken in half. See attachment 1 for an image of the instrument. Dimensional inspection: dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed because visual inspection clearly shows the failure of the device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 206270, l/n 45021215 shows 3 complaint related to the failure in this investigation. (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The stryker plate broke during impaction.